Event description:
Catheter stylet broke off in pt's vein while drawing it from catheter after the vein was cannulated. It appears the safety clip was caught in the catheter hub, and the device "fell apart" while still inside the pt's vein. Staff managed to remove clip from hub with tweezers. Due to manipulation, IV was clotted, costing this pt a dozen more IV sticks, none as successful as the first.